Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observations not reported by the site were also identified: the permanent cautery hook instrument was found to have a dislodged ceramic sleeve. No missing material was observed. Common causes of the failure mode dislodged instrument ceramic sleeve are attributed to manufacturing. Insufficient silicone potting the ceramic sleeve can result in its dislodgement. The instrument was found to have a broken ceramic sleeve. The broken piece was missing as a result of breakage. The size of the missing piece is approximately 0.049¿ x 0.031¿. Common causes of the failure mode broken instrument ceramic sleeve are typically attributed to mishandling/misuse, such as excessive force applied to the distal end of the instrument or accidental collisions. This may be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the permanent cautery hook instrument had a broken cable. The procedure was completed with no reported injury.